Manufacturer narrative:
Conclusion / root cause: the f2 fuse open generated the vent inop 1012 error code.

Event description:
Vent inop condition, air valve liftoff failure. No patient involvement.

Event description:
Vent inop condition, air valve liftoff failure. No patient involvement.